Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable pulse generator was inoperable and unable to establish communication with the patient controller. Patient had an unrelated surgery and the device was placed in surgery mode. A magnet was used to connect the ipg with the clinician programmer and the issue was resolved. Patient was stable.